Manufacturer narrative:
The customer confirmed with physio-control that the device is functional, and back in svc. The customer cannot remember what resolved the issue. The device has not been evaluated by physio-control. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device would alarm "connect electrodes" when the cable was connected. The reporter cannot remember if there was pt use associated with this event.